Event description:
In the article "xen drainage tube implantation combined with mitomycin c for open angle glaucoma" reported the following events "at poy1 average number of ocular hypotensive drugs was 1; 9 eyes had ocular hypotension which resolved by pom1 without intervention; 1 eye had the stent detach to the anterior chamber requiring removal and replacement with new stent; 2 eyes had hyphema treated with anterior chamber irrigation and hemostatic drugs; 1 eye had shunt exposure requiring stent removal and conjunctival repair; 9 eyes with cystic filtering bleb, 8 eyes with encapsulated cystic filtering bleb, and 4 eyes with flat filtering bleb - treated with needling and recanalization." Device status unknown.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Article citation: zhao rumeng, cui huiling, ren jing, wang di, li haijun. Xen drainage tube implantation combined with mitomycin c for open angle glaucoma. Guoji yanke zazhi (int eye sci) 2024;24(6):965-969. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a known potential adverse event addressed in the product labeling.

Event description:
Review of the article "xen drainage tube implantation combined with mitomycin c for open angle glaucoma" from the journal int. Eye sci. Noted the following events "mean iop-lowering drugs at final follow up was 1; hypotony in unknown eyes; anterior chamber hemorrhage in unknown eyes; filtering bleb encapsulation in unknown eyes; 1 eye with xen drainage tube exposure; 1 eye with xen drainage tube drop." Device status unknown.